Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. The patient was admitted to the hospital overnight following a transient ischemic attack (tia). No treatment information provided. No adverse event related to the device was reported. Requested return of suspect system however, the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.